Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy ,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). In 2016, the patient experienced rash ("rashes or skin conditions"). In 2018, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), arthralgia ("hip pain"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating/bloat"), pelvic pain ("pelvic pain"), palpitation ("heart palpitation") and flatulence ("gas still hurts"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure device.). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, arthralgia, cystitis, urinary tract infection, vaginal infection, nausea, allergy to metals, gastrointestinal disorder and abdominal distension had resolved and the genital haemorrhage, mood swings, rash, bladder disorder, urinary tract disorder, migraine, palpitations, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight fluctuation, alopecia, pelvic pain, palpitation and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, flatulence, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and palpitation to be related to essure. The reporter commented: plaintiff received treatment for pain, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in (B)(6)2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all information transferred from deleted duplicate case no. (B)(4). Reporter, event: gas, references, source document were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy ,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). In 2016, the patient experienced rash ("rashes or skin conditions"). In 2018, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating") and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, arthralgia, cystitis, urinary tract infection, vaginal infection, nausea, allergy to metals, gastrointestinal disorder and abdominal distension had resolved and the genital haemorrhage, mood swings, rash, bladder disorder, urinary tract disorder, migraine, palpitations, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight fluctuation, alopecia and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for pain, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : following events were added : pelvic pain,bleeding. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy ,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). In 2016, the patient experienced rash ("rashes or skin conditions"). In 2018, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), arthralgia ("hip pain"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating/bloat"), pelvic pain ("pelvic pain"), palpitation ("heart palpitation"), flatulence ("gas still hurts") and abscess ("abscess"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, arthralgia, cystitis, urinary tract infection, vaginal infection, nausea, allergy to metals, gastrointestinal disorder and abdominal distension had resolved and the genital haemorrhage, mood swings, rash, bladder disorder, urinary tract disorder, migraine, palpitations, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight fluctuation, alopecia, pelvic pain, palpitation, flatulence and abscess outcome was unknown. The reporter considered abdominal distension, abdominal pain, abscess, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, flatulence, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and palpitation to be related to essure. The reporter commented: plaintiff received treatment for pain, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff fact sheet received. Reporter added. Event abscess was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/urinarytract/vaginal)"), urinary tract infection ("infection (bladder/urinarytract/vaginal)"), vaginal infection ("infection (bladder/urinarytract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy ,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). In 2016, the patient experienced rash ("rashes or skin conditions"). In 2018, the patient experienced palpitations ("blood orheart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), arthralgia ("hip pain"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating/bloat"), pelvic pain ("pelvic pain"), palpitation ("heart palpitation") and flatulence ("gas still hurts"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, arthralgia, cystitis, urinary tract infection, vaginal infection, nausea, allergy to metals, gastrointestinal disorder and abdominal distension had resolved and the genital haemorrhage, mood swings, rash, bladder disorder, urinary tract disorder, migraine, palpitations, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight fluctuation, alopecia, pelvic pain, palpitation and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, flatulence, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and palpitation to be related to essure. The reporter commented: plaintiff received treatment for pain, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/urinarytract/vaginal)"), urinary tract infection ("infection (bladder/urinarytract/vaginal)"), vaginal infection ("infection (bladder/urinarytract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy ,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). In 2016, the patient experienced rash ("rashes or skin conditions"). In 2018, the patient experienced palpitations ("blood orheart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), arthralgia ("hip pain"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating/bloat"), pelvic pain ("pelvic pain") and palpitation ("heart palpitation"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, arthralgia, cystitis, urinary tract infection, vaginal infection, nausea, allergy to metals, gastrointestinal disorder and abdominal distension had resolved and the genital haemorrhage, mood swings, rash, bladder disorder, urinary tract disorder, migraine, palpitations, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight fluctuation, alopecia, pelvic pain and palpitation outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and palpitation to be related to essure. The reporter commented: plaintiff received treatment for pain, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in october 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received.event "heart palpitation added.reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy ,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). In 2016, the patient experienced rash ("rashes or skin conditions"). In 2018, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, arthralgia, cystitis, urinary tract infection, vaginal infection, nausea, allergy to metals, gastrointestinal disorder and abdominal distension had resolved and the mood swings, rash, bladder disorder, urinary tract disorder, migraine, palpitations, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight fluctuation and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, migraine, mood swings, nausea, palpitations, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received : case become incident. Unspecified event: injury to herself was updated to more specific events: abdominal pain, hip pain, bloating, mood swings, abnormal bleeding (vaginal, menorrhagia), bladder infection, urinary tract infection, vaginal infection, rashes, bladder disorder, urinary tract disorder, migraines, heart palpitations, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision problems, fatigue,gastrointestinal disorder, weight fluctuation, hair loss. Reporter added, essure insertion date updated and removal date added, product indication updated. Events onset date, events severity, concomitant drug, medical history and lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.